Event description:
A pt reported blood glucose results of "201 mg/dl and 117 mg/dl" with a lifescan meter, performed within 10 mins of each other. Thereby indicating a potential malfunction of the meter in terms of precision. A pt reported blood glucose results of "126 mg/dl, and 143 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.